Event description:
Patient implanted in the lips in 2000. Swelling of lips observed 2 days later. Patient treated with celestone, keftabs 500 mg, and valtrex 500 mg. Erythematous nodules and drainage on the upper lip was observed the next month and treated with incision and drainage, cipro 500 mg and bactroban. The following month patient was treated with lidex and cipro 500 mg for seroma on the lips. In 2001, patient was treated with incision and drainage on the lips due to swelling. Pt was treated also in 2001 with cipro 500 mg and plans to schedule implant removal.